Manufacturer narrative:
(B)(4). Review of pre-implant cta¿s revealed that the patient had a 3.5cm right common iliac artery aneurysm. There was no aaa; the abdominal aortic diameter measured 25mm just below the renals, 24mm at mid-length, and the distal aortic diameter was 18mm. The aorta was straight but extensively calcified. The left common iliac artery diameter ranged from 13 ¿ 17 ¿ 16mm, and both common iliacs were calcified. The right and left external iliac arteries were 11mm in diameter. The iliacs were moderately tortuous. Pre-implant images of the thoracic aorta were not visible on the returned films. Review of cta¿s same day as implant revealed that an endurant system was implanted; the bifurcate was positioned 1cm below the renals. The ipsi limb and extension were placed into the right external iliac artery, and the contra limb into the left common iliac. The max diameter rcia aneurysm measured 3.5cm. No endoleak was seen. The limbs were patent and no stent graft issues were observed. Beginning near the level of the lsa, an aortic dissection was seen on the left aspect extending distally to near the level of the bifurcate proximal graft margin. In the thoracic aorta, the reported small dissection was seen along the inner curvature near the origin of the lsa; a patch of calcification was also observed in this same area. Dilatation of the thoracic aorta (likely the reported hematoma) was seen extending from the lsa to the renal arteries and aortic dissection. The thoracic aorta diameter ranged from 3.5 ¿ 3.0cm, and the thoracic flow lumen diameter was 2.3 ¿ 2.0cm along this length. Within the thoracic a small pocket of contrast was also seen outside the flow lumen along the outer curvature near the base of the arch. Review of non-contrast CT-chest films 3 days post-implant (sep 4, 2015) revealed that a single valiant stent graft had been implanted beginning from the lsa and extending across the arch. No stent graft issues were observed. Review of cta¿s from 9 days post-implant revealed that the bifurcate was 1cm below the renals. The rcia aneurysm measured 3.6cm and no endoleak was seen. The limbs were patent and no stent graft issues were observed. The valiant stent graft was positioned just distal to the lsa; covering the small dissection. The stent graft was patient and no stent graft issues were observed. Small pockets of contrast from the likely dissection were seen between the two stent graft systems, along the distal end of the descending thoracic aorta extending to the renal arteries. The cause of the thoracic dissection could not be determined from the films provided. Images during implant were not available for review.

Event description:
An endurant iis graft system was implanted in a patient for the endovascular treatment of a 16mm in length abdominal aortic dissection. It was reported that approximately three hours post index procedure, the patient was complaining of chest pain. A CT angiogram was done and showed a small aortic dissection distal to the left subclavian artery with an intramural hematoma extending from the left subclavian artery down to the renal arteries. A valiant 28x28x100 was implanted with the proximal edge of fabric just distal to lsa covering the small dissection. The physician speculated that the dissection had been caused by another manufacturer's guide wire used during the procedure. No additional clinical sequelae were reported and the patient is fine.

Event description:
Additional information was received for this case. The original procedure was to treat a common iliac artery aneurysm not a dissection. The dissection occurred during the time of implant when using the other manufacturer&#38112;guidewire.